Event description:
The patient experienced vocal cord weakness and numbness while device was activated, and these issues would resolve when the system was deactivated. Patient decided to have the system explanted, which was on (B)(6). There were no complications.